Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case cracked and chipped by the front left and right bottom corners, a broken tube holder, and visible contamination by the tube holder, between cases and on the bottom case. Device underwent functional testing, including a calibration test. The reported customer complaint was unable to be confirmed. How ever, contamination found on barrel clamp assembly and discolored barrel clamp rod noted. The problem source has been determined to be unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump experienced syringe size mismatch. It was reported that there was no patient involvement.